Manufacturer narrative:
A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no non-conformances for this lot. No capas are associated with this lot. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, malfunction.

Manufacturer narrative:
Correction: item number, catalog number, lot number, UDI number titan pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubes of cylinder 1 and cylinder 2. No functional abnormalities were noted with either cylinder 1 or cylinder 2. The information received indicated the device had a malfunction, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.